Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to manufacturer that high lead impedance resulted from a recent system diagnostic test performance at a follow up visit. There was no report of patient manipulation or trauma; however, it was noted that the patient had gall bladder surgery in (B) (6) 2009 and this was the first time that the device functionality had been tested since the surgery. X-rays were taken and sent to manufacturer for review. There were no gross lead discontinuities or any other observations that could be contributing to the high lead impedance on the portions of the lead that could be assessed. The patient has subsequently had surgery where the lead and generator were replaced. The explanted devices have been returned to manufacturer where analysis is underway.